Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead exhibited intermittent spikes in out of range pacing impedances measuring 2500 ohms. (B)(6) discussed possible causes. At this time this ICD and rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).